Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 406 mg/dl, which she treated with 10 units of insulin. Customer declined troubleshooting for high blood glucose reading. Customer also reported the infusion set cannula was bent and the bent cannula caused high blood glucose reading. Products will not return for analysis.